Event description:
Same patient as MDR ID# 2134265-2013-02834. Same case as MDR ID# 2134265-2013-03225. (B)(4). It was reported that during a percutaneous coronary intervention, jailing occurred and the patient experienced chest pain. In (B)(6) 2010, the patient was diagnosed with stable angina and was referred for cardiac catheterization. The 80% stenosed and 30mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation using a 2.5 x 20 mm apex balloon. Core lab reports noted an "extraluminal 'c' dissection with staining after balloon pre-dilation which was treated with placement of a 3.0 x 38 mm promus element study stent, resulting in 0% residual stenosis. The patient experienced chest pain with exertion during balloon angioplasty and stenting, the chest pain was resolved after treatment with intracoronary nitroglycerine and deflation. Jailing at the 2nd diagonal with 70% ostial stenosis was also noted. No further intervention was required to treat the jailing. In addition a non-target lesion located in the proximal left circumflex artery was treated with placement of a 2.5 x 18 mm non study drug eluting stent, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).